Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was in the range of 40 mg/dl at the time of incident. The customer was treated for low blood glucose with glucose syrup. The customer was reported that drive support cap was flush. It was reported that insulin pump was over delivering. The insulin pump will be returned for analysis.